Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The ec60 device was received for analysis with the clamping mechanism damaged and with no cartridge reload present. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. However, the closing trigger was manually assisted in order to open the device. Upon firing, the device was disassembled to verify the internal components and the closure link pin was out of position and missing. While no conclusion could be reached as to how the closure link pin became out of position and missing, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that prior to an unknown procedure, the jaw of the device could not close at the first firing with gold reload. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient reported.